Event description:
It was reported that the patient was frequently charging the ipg, and it was also shutting off independently. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted ipg will not be returned.